Event description:
Patient received 1 box of droplet 32g x 4mm pn with lot no z56t8. He has not replied with the rx he is injecting nor the amount at this time. He initially emailed in march 2020 regarding issues with his product. He advised that the new product (replaced) is still giving him issues. During his injection, he can no longer press down on the injector button resulting in him not receiving the full injection from that pn. He does not reuse pn and was switched to the droplet product from other mark.